Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the iliolumbar artery using a lantern delivery microcatheter (lantern) and a neuron select catheter 5f (5f select). During the procedure, while advancing the lantern into the 5f select, the physician kinked and fractured the midshaft of the lantern. Therefore, the lantern was removed. It was also reported upon inspecting the lantern on the back table, the hospital technologist bent the lantern at the location where the kinked and fractured had occurred. Consequently, the hospital technologist ended up breaking the lantern in half. The procedure was completed using a new lantern and the same 5f select. There was no report of an effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder